Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: there were multiple pump reboot events observed in the black box. The pump was returned with a crack in the battery compartment along the side. The threads on the battery cap were stripped and were unable to secure. The intermittent power issue was duplicated during the investigation. There was no evidence of physical damage on the battery compartment threads. The pump was exercised for 24 hours with no further loss of power occurring. Moisture was observed in the battery compartment and was visible through the display lens. The pump failed a leak test due to the battery compartment crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.